Event description:
Caller reported a cartridge alarm 20 that occurred on october 31, 2025. There was no adverse impact on the customer¿s blood glucose level, which did not exceed 500 mg/dl. Cts confirmed the issue occurred with consecutive cartridges and decided to replace the pump. The pump was out of warranty, and the customer was transferred to sales for further assistance.